Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient started ¿holding water¿ and the patient stated the pump itself was causing him to retain water. The medications were changed and that did not make a difference. As a result, the patient¿s pump was removed on (B)(6) 2013 but the physician could not find the catheter and therefore, the catheter remains implanted. The device system initially had delivered morphine but it was unknown what mediation the device system delivered at the time of the explant. Additional information has been requested, but was not available as of the date of this report.